Event description:
Customer called to report that the coulter lh750 hematology analyzer had a fluid leak from what appeared to be the isoton; however, customer could not confirm the leak source. The customer technical specialist generated a service request. Customer cancelled the service request prior to the field service engineer's visit because customer resolved the instrument issue. Customer stated that no one was exposed to or affected by the instrument leak.

Manufacturer narrative:
Customer called to cancel the service request because the issue was resolved. Customer believes that the leak came from the tubing that connects the lh750 to the slidemaker; however, customer could not confirm that this was the source of the leak. ((B)(4).) Customer resolved issue prior to service.